Event description:
It was reported that the unspecified bd eclipse¿ needle had issues with blood exposure to the clinician, 10 needles leaked, 10 needles had issues with sepsis and bacteraemia infections, 5 needles were blocked, and 1 needles packaging unit was found open before use. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (1), leakage (10), infection (blood stream bacteraemia, sepsis etc.) (10), needle clogged/blocked (5), package open before use (1), package difficult to open (3), and safety shield loose (3)." "Additional information related to clinician exposure to body fluid or blood: "body fluid." Additional information related to leakage: "nothing to add." Additional information related to infection: "sepsis." Additional information related to package difficult to open: "nothing to add." Additional information related to safety shield loose: "nothing to add.""

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd eclipse¿ needle had issues with blood exposure to the clinician, 10 needles leaked, 10 needles had issues with sepsis and bacteraemia infections, 5 needles were blocked, and 1 needles packaging unit was found open before use. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (1), leakage (10), infection (blood stream bacteraemia, sepsis etc.) (10), needle clogged/blocked (5), package open before use (1), package difficult to open (3), and safety shield loose (3)." "Additional information related to clinician exposure to body fluid or blood: "body fluid". Additional information related to leakage: "nothing to add". Additional information related to infection: "sepsis". Additional information related to package difficult to open: "nothing to add". Additional information related to safety shield loose: "nothing to add"".